Event description:
The patient's wife reported that over three months, the patient experienced multiple v-go's in which the needle button released early before the completion of the 24-hour wear period. It was reported that several devices were available for return to the manufacturer for evaluation. However, to date have not been received.

Manufacturer narrative:
Device evaluation: twelve devices were received and evaluated for the needle button released event complaint. All devices were inspected and the needle mechanism functions were tested and verified to have operated as intended. The complaint could not be confirmed for these devices.